Manufacturer narrative:
Re-submitting this case (3002807350-2016-00004) as per us FDA cesub help desk's advise on 29-september-2016. Exemption number: e2010016. Jmss (manufacturer) is submitting the report on behalf of jmsna (importer). Although we have not established that the device caused or contributed to the event, we are reporting it out of caution to be in compliance with 21 cfr part 803. We cannot rule out causality. The actual lot number involved in the event is unknown. We requested the lot number that the center is currently using which is 151002322. Based on our reserve sample evaluation and device history record of the lot number provided by the center, there was no abnormality found. The products met the qa specifications prior releasing it to the market. There was no reported or detected malfunction on the needle itself. Due to unavailability of actual sample involved in the event, we are unable to verify the actual cause of the reported claim. Although we could not establish causal effect (either use error or product defect), we did due diligence and investigated the current lot in-use, in an effort to further substantiate that there is no abnormality observed in our products. As per information provided by the clinical manager, the dislodgment occurred after 2 hours and 5 minutes into dialysis treatment. The patient care technician in-charge did not find any defects or abnormalities with the avf needle upon visual inspection prior usage. Nothing seemed out of ordinary or unusual throughout the treatment until dislodgement occurred. The clinical manager remarked that MDR was only files for the machine used (the actual suspect medical device) and not for the (B)(4) device in-use, so she did not know why (B)(4) is contacting her. However, with the facts she gave over the phone conversation specifically regarding the adverse event, we are to believe that there is no device-related defect or malfunction involving (B)(4) sysloc mini avf product, but we are unable to determine if end-use(r) error was a factor from the information voluntarily given to (B)(4). We believe that the reported incidents might due to some other possible factors that results in the dislodgment of the needle set (I) poor quality of tape / poor adhesion strength of the tape, (ii) gravitational pull on the avf needle set, (iii) disinfectant / lotion / medication used on the patient, (IV) patient's perspiration, (v) patient's skin condition, (vi) cannulation angle. (B)(4) will continue to maintain good quality of our products and ensure that only good quality products are delivered to customers. Device was not returned to manufacturer.

Event description:
Facility's (B)(6) initial report: needle dislodgement; blood loss. Facility's (B)(6) additional information: a nurse from a hemodialysis user facility had reported that a patient experienced blood loss due to dislodged arterial venous fistula (avf) needle. The patient had begun his regular 4 hour hemodialysis treatment at 12:14pm. At 02:19pm, it was discovered that the venous needle had dislodged from the patient's avf. The needle was located between the patient's arm and body. The patient was sent to hospital and noted to be alert at this time. Patient care technician noted estimated blood loss to be around 1000cc. During hospitalization admission, the patient was given 2 units of blood and was discharged next day ((B)(6) 2016). In the machine's instruction for use, it is indicated that the machine may not alarm if needle becomes dislodged. Needle brand is sysloc, catalog and lot number is unknown.